Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-16300. The pt underwent a procedure for a trial scs system. It was reported, the leads could not be advanced past the bottom of c2 due to scar tissue and adhesions from previous cervical surgeries. The physician decided to abandon the procedure due to the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.